Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). Upon evaluation the breakage could be confirmed. The broken off-part was not returned. The breakage surface looks rough and jointed which indicates a forced fracture. Local overloading throughout unequal spread loads can lead to stress peaks which can lead to breakage. The root cause most likely is overloading by exerting too much force. No indication for a material or manufacturing related issue were found during the investigation.

Event description:
It was reported that there was event with a "hook insert". According to the information received, the instrument (28163fbh) has been broken unpredictable inside the patient's body. Further information: instrument almost new. Dr.(B)(6) is very experienced. The metal part is broken, while the connecting node is intact .